Manufacturer narrative:
(B)(4). Evaluation: results: x-ray, fluoroscopy, ivus, CT, MRI, etc. Patient lesion morphology severely tortuous, calcified and 80% stenosis. Stent deformation. Evaluation: conclusion: patient lesion morphology severely tortuous, calcified and 80% stenosis. Evaluation summary: the fifth, seventh and eighth proximal stent segments were slightly raised. The fifth and eighth distal stent segments were slightly raised. The first and second distal stent segments were raised, damaged and deformed. The stent was positioned on the balloon as per specification. Cine image review: cine images confirm the excess tortuosity of the vessel. Images also show non-uniform expansion of the pre dilation balloons and that the dilations appear to have little impact in opening the lesion. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Event description:
The physician was attempting to deploy a 2.5 mm diameter x 24 mm length endeavor resolute rapid exchange (rx) drug eluting stent in a patient to treat a severely tortuous and calcified lesion located in the lcx. There were two lesions present and the resolute device was being used to treat the distal lesion. It was reported that pre dilations were performed, however, the stent could not cross the lesion and damage was noted when removed from the patient. No patient injury occurred and no clinical sequelae were reported.